Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services and reported that she had escherichia coli positive peritonitis. The patient was hospitalized, had her pd catheter removed and was put on hemodialysis. The patient was returning to pd therapy.

Manufacturer narrative:
(B)(4). External, visual inspection of the returned cycler exterior showed no signs of any physical damage. There were indications of dried fluid within the cassette compartment underneath the mushroom heads. There were no fluid leaks in the test cassette during the treatment test. During the initial treatment, a drain volume value on the resulting treatment data sheet was out-of-specifications. Troubleshooting identified the cause for the failure as a vacuum pressure leak in the pump motor diaphragms. Resealing the diaphragms fixed the treatment data sheet out-of-spec problem. After resealing the diaphragms, a subsequent treatment was completed in which the data sheet drain volumes were within specifications. The valve actuation test, system air leak test and patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.